Manufacturer narrative:
G4:27feb2021. B4:03mar2021. H11:g5:k102985. H10: the product service engineer (pse) was dispatched to the site and confirmed the reported problem. The product support engineer confirmed there was no patient involvement at the time the issue was discovered. The pse replaced and installed the front bezel to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
The customer reported the device turns itself on. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.